Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic pulmonary valve acute blood loss with anemia occurred. This required ¿aggressive¿ product and fluid resuscitation. Three units of packed red blood cells (prbc) were administered. Troponin values measured 132. A complete blood count (cbc) was drawn and the hemoglobin measured 7.3. White blood cell (wbc) measured 21.66 and lactate measured 5.8. This event prolonged hospitalization. The anemia was reported as resolving. The physician indicated the anemia was probably related to the implant procedure. The day following the implant procedure a head computed tomography (CT) and brain magnetic resonance imaging (MRI) identified a middle cerebral artery (mca) cerebral vascular accident (cva). There was no acute hemorrhage. No treatment reported. The cva was reported as resolving and possibly related to the implant procedure and had prolonged the hospitalization. This same date, a left groin/pelvic hematoma was identified. Vascular embolization required an unspecified repair. The event was resolved the same date as onset with sequelae. The hematoma prolonged hospitalization and was reported as probably related to the implant procedure. Ten days following the valve implant syncope occurred. The electrocardiogram (ECG) remained unchanged. A head CT was normal. The hemoglobin measured 9.2 and the international normalized ratio (inr) measured 1.7. The event resolved the same date and was reported as possibly related to the implant procedure. The specific cause of the syncope was not reported. Additional information was received to report vascular access for the procedure was achieved via the right femoral vein. Per the physician, the left groin hematoma was removed by the site and was considered an unavoidable, "not reportable adverse event as it expected for patients undergoing a catheterization procedure to have mild hematomas (not requiring surgical treatment) up to 7 days post procedure". It was also mentioned that although the hematoma was noted, vascular embolization was not documented. The anemia was related to acute bleeding of the left epigastric artery. The patient's symptom related to the cva was somnolence. The patient was treated with low dose heparin. After twenty-four hours, the patient was transitioned to a therapeutic dose of heparin. Once the CT of the head was negative for bleeding, the patient was started on warfarin. The etiology of the syncopal episode was reported as suspected relation to orthostatic hypotension; although with consideration for the setting of anemia, intra-cranial hemorrhage, and cardiac etiology.

Manufacturer narrative:
Updated data: b5 b6 d4 - UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported from the physician that myocardial infarction (mi) during did not occur. The neurological event was likely related to a non-medtronic mechanical aortic valve and difficulty with the oral anticoagulation, due to the access site bleeding and hematoma.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0012517045); product type: 0195-heart valves; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic pulmonary valve acute blood loss with anemia occurred. This required ¿aggressive¿ product and fluid resuscitation. Three units of packed red blood cells (prbc) were administered. Troponin values measured 132. A complete blood count (cbc) was drawn and the hemoglobin measured 7.3. White blood cell (wbc) measured 21.66 and lactate measured 5.8. This event prolonged hospitalization. The anemia was reported as resolving. The physician indicated the anemia was probably related to the implant procedure. The day following the implant procedure a head computed tomography (CT) and brain magnetic resonance imaging (MRI) identified a middle cerebral artery (mca) cerebral vascular accident (cva). There was no acute hemorrhage. No treatment reported. The cva was reported as resolving and possibly related to the implant procedure and had prolonged the hospitalization. This same date, a left groin/pelvic hematoma was identified. Vascular embolization required an unspecified repair. The event was resolved the same date as onset with sequelae. The hematoma prolonged hospitalization and was reported as probably related to the implant procedure. Ten days following the valve implant syncope occurred. The electrocardiogram (ECG) remained unchanged. A head CT was normal. The hemoglobin measured 9.2 and the international normalized ratio (inr) measured 1.7. The event resolved the same date and was reported as possibly related to the implant procedure. The specific cause of the syncope was not reported.

Event description:
Additional information was reported from the physician that cva was probably related to the implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. A code was added. Conclusion: vascular complications, such as bleeding, are a known potential adverse effect per the device instructions for use (IFU) and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. In this case, no definitive root cause could be determined. Cardiac enzyme elevation is a known potential adverse effect per the device IFU. It is an effect highly dependent on the patient's p re-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per the physician, the elevated troponin was related to the transcatheter aortic valve implantation procedure. With the limited information available, a conclusive cause could not be determined; however, the bleeding may be a contributing factor. Stroke is a known potential adverse effect per device IFU. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available; however, the bleeding is likely a contributing factor. Trends for these event types are assessed and no further action is recommended at this time. No technical assessments are required and no root causes can be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic pulmonary valve acute blood loss with anemia occurred. This required ¿aggressive¿ product and fluid resuscitation. Three units of packed red blood cells (prbc) were administered. Troponin values measured 132. A complete blood count (cbc) was drawn and the hemoglobin measured 7.3. White blood cell (wbc) measured 21.66 and lactate measured 5.8. This event prolonged hospitalization. The anemia was reported as resolving. The physician indicated the anemia was probably related to the implant procedure. The day following the implant procedure a head computed tomography (CT) and brain magnetic resonance imaging (MRI) identified a middle cerebral artery (mca) cerebral vascular accident (cva). There was no acute hemorrhage. No treatment reported. The cva was reported as resolving and possibly related to the implant procedure and had prolonged the hospitalization. This same date, a left groin/pelvic hematoma was identified. Vascular embolization required an unspecified repair. The event was resolved the same date as onset with sequelae. The hematoma prolonged hospitalization and was reported as probably related to the implant procedure. Ten days following the valve implant syncope occurred. The electrocardiogram (ECG) remained unchanged. A head CT was normal. The hemoglobin measured 9.2 and the international normalized ratio (inr) measured 1.7. The event resolved the same date and was reported as possibly related to the implant procedure. The specific cause of the syncope was not reported. Additional information was received to report vascular access for the procedure was achieved via the right femoral vein. Per the physician, the left groin hematoma was removed by the site and was considered an unavoidable, "not reportable adverse event as it expected for patients undergoing a catheterization procedure to have mild hematomas (not requiring surgical treatment) up to 7 days post procedure". It was also mentioned that although the hematoma was noted, vascular embolization was not documented. The anemia was related to acute bleeding of the left epigastric artery. The patient's symptom related to the cva was somnolence. The patient was treated with low dose heparin. After twenty-four hours, the patient was transitioned to a therapeutic dose of heparin. Once the CT of the head was negative for bleeding, the patient was started on warfarin. The etiology of the syncopal episode was reported as suspected relation to orthostatic hypotension, although with consideration for the setting of anemia, intra-cranial hemorrhage, and cardiac etiology.